Event description:
It was reported that the ilet display was cracked, rendering half of the screen unreadable and the device interface unusable shortly after the damage occurred, while the sleep/wake button continued to function and the user synchronized data before shutdown. Symptoms included no injury. Outcomes included replacement of the device without medical intervention. Customer care provided support that included review of the event details and return logistics for evaluation. The device was returned for evaluation. Investigation of this case revealed physical damage to the display consistent with a cracked screen and confirmed the customer reported issue. It was concluded that a hardware failure of the display occurred due to impact, rather than a device malfunction and a replacement was warranted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.